Manufacturer narrative:
The prograsp forceps instrument has been returned and evaluated by the failure analysis (fa) team. Fa was not able to confirm or reproduce the reported complaint. The instrument was returned with a reported complaint that does not affect functionality. The instrument was manufactured to appear to have loose grip tips. No product issue was identified with the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. The reoccurrence of the alleged failure mode would not cause nor contribute to an adverse event or serious injury. It was reported that during a da vinci-assisted surgical procedure the prograsp forceps instrument grasper end is very loose. On (B)(6) 2024, isi followed up with the customer and gathered the following information: no fragment fell into the patient. There was no patient injury.